Manufacturer narrative:
Device available for evaluation: corrected to "yes" and added 10/6/2016 as a date of device return. Device evaluated by manufacturer: corrected to "yes". Results of engineering evaluation the device was returned and an engineering evaluation was performed. Engineering confirmed that the device was returned with the leading end of the delivery catheter broken at the trailing olive. The polyimide guidewire lumen had pulled out of the trailing olive bond. The inside of the trailing olive imprints from the polyimide guidewire lumen, indicating that the leading end of the catheter had been bonded at the trailing olive. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses aortic extender components to treat a pseudoaneurysm around the proximal end of the abdominal surgical graft. One of the aortic extender components was implanted below the renal arteries. While a delivery catheter was being removed, a leading olive was detached from the catheter, remaining at the proximal end of an introducer sheath. The detached leading olive was retrieved using a snare catheter, and the procedure was concluded without further issues revealed.